Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.059 ng/ml versus expected < 0.012 ng/ml) from a known troponin free patient sample pool run on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a known troponin free patient sample pool run on the vitros eciq immunodiagnostic system. Results of the troponin precision testing demonstrated that the vitros eciq immunodiagnostic system was not performing as expected at the time of the event. An ocd field engineer replaced the microwell incubator and the reagent metering probe and tubing to return the instrument to expected operation. In addition, relevant subsystem adjustments were completed. Following these activities, acceptable vitros trop I es performance was observed. The root cause of this event is instrument related.